Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant on (B)(6) 2002 experienced right sided baker grade ii capsular contracture post procedure. As a result, capsulectomy and replacement with a new 400cc mentor memorygel breast implant was performed on (B)(6) 2003. These implants were placed as part of an adjunct study. The replacement implant and left sided implant placed on (B)(6) 2002 were reported for rupture and additional capsular contracture under 1645337-2020-00117 and 1645337-2020-00116.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 247786 number, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).